Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported. Manufacturer representative reported the revision surgery should be scheduled soon. No further information reported.

Manufacturer narrative:
The other applicable components are: product ID 3889-33, lot# va1eyba, implanted: (B)(6)2017, explanted:(B)(6) 2017, product type lead device code (B)(4) applies to the ins. : analysis results not available at the time of this report. An additional report will be sent when analysis is complete.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's device was revised on the day of the report. The lead was replaced and the battery was repositioned. It was noted that the patient programmed well after surgery.

Manufacturer narrative:
The other applicable components are: product ID 3889-33, lot# va1eyba, implanted:(B)(6) 2017, explanted:(B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the battery was moved to a new pocket more lateral and cephalad due to a patient's report of pain in the old battery pocket. There was no sign of infection in the old pocket.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va1eyba, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Analysis identified that the conductor(s) were stretched in the body of the lead; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis observed the distal end of the lead was stretched. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va1eyba, implanted: (B)(6) 2017-, product type: lead.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had been experiencing unusual pains and a lack of symptom relief, which could not be improved by changing programs. It was noted that ¿lead migration documented on before and after x-rays.¿ troubleshooting included taking an x-ray to determine the lead location, and it confirmed that the lead had migrated. It was noted that a surgical revision was planned, but had not been scheduled yet. No further patient complications reported.